Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed an error. The blood glucose reading was 400 mg/dl. The customer stated that the insulin pump had been dropped many times. He was advised that during seating, the force sensor may not have detected the reservoir. Advised replacement of the insulin pump. Nothing further reported.